Event description:
Event verbatim [preferred term] indication: retrograde transvenous obliteration [off label use], indication: retrograde transvenous obliteration [device use issue], rebleeding occurred in seven patients (9.6%) during the follow-up period [therapeutic product effective for unapproved indication], , narrative: this is a literature report from product quality group for the following literature source(s): "retrograde transvenous obliteration for the prevention of variceal rebleeding in patients with hepatocellular carcinoma: a multicentre retrospective study", clinical radiology, 2021; vol:76, pgs:681-687, doi:10.1016/j.crad.2021.05.011. A patient (no qualifiers provided) received absorbable gelatin (gelfoam), for balloon-occluded retrograde transvenous obliteration. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: off label use (death), device use issue (death), outcome "fatal" and all described as "indication: retrograde transvenous obliteration"; therapeutic product effective for unapproved indication (death), outcome "fatal", described as "rebleeding occurred in seven patients (9.6%) during the follow-up period". The patient underwent the following laboratory tests and procedures: x-ray: occlusion of the outflow tract of the gastrorenal, notes: shunt by a vascular plug and obliteration of the gastric varices by gelatin sponge particles. The patient date of death was unknown. Reported cause of death: "rebleeding occurred in seven patients (9.6%) during the follow-up period", "indication: retrograde transvenous obliteration". It was not reported if an autopsy was performed. Product quality group provided investigational results on 11dec2023 for absorbable gelatin: UDI:(B)(4). Conclusion: the complaint for 'adverse event md/mdcp' for an unknown batch of gelfoam sponge was investigated. The investigation included reviewing aprrs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability. Follow-up attempts are completed. No further information is expected. Follow-up (11dec2023): this is a follow-up report from product quality group providing investigation results, also to add event device use issue. Follow-up attempts are completed. No further information is expected., comment: the events of therapeutic product ineffective for unapproved indication and off label use is assessed as serious, associated with the product absorbable gelatin (gelfoam), and unlisted in the cds of the pfizer suspect product absorbable gelatin. This case will be reassessed when additional information is received. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.

Manufacturer narrative:
Conclusion: the complaint for 'adverse event md/mdcp' for an unknown batch of gelfoam sponge was investigated. The investigation included reviewing aprrs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability.

Event description:
Event verbatim [preferred term] retrogradetransvenousobliteration [off label use], rebleeding occurred in seven patients (9.6%) during the follow-up period [therapeutic product effective for unapproved indication], , narrative: this is a literature report for the following literature source(s): "retrograde transvenous obliteration for the prevention of variceal rebleeding in patients with hepatocellular carcinoma: a multicentre retrospective study", clinical radiology, 2021; vol:76, pgs:681-687, doi:10.1016/j.crad.2021.05.011. A patient (no qualifiers provided) received absorbable gelatin (gelfoam) sponge slurry. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: off label use (death), outcome "fatal", described as "patient died because of failure to control bleeding"; therapeutic product ineffective for unapproved indieation therapeutic (death), outcome "fatal", described as "rebleeding occurred in seven patients (9.6%) during the follow-up period". The patient underwent the following laboratory tests and procedures: x-ray: occlusion of the outflow tract of the gastrorenal, notes: shunt by a vascular plug and obliteration of the gastric varices by gelatin sponge particles. The action taken for absorbable gelatin was unknown. The patient date of death was unknown. Reported cause of death: "patient died because of failure to control bleeding". It was not reported if an autopsy was performed. Follow-up attempts are completed. No further information is expected., comment: the events of therapeutic product ineffective for unapproved indication and off label use is assessed as serious, associated with the product absorbable gelatin (gelfoam), and unlisted in the cds of the pfizer suspect product absorbable gelatin. This case will be reassessed when additional information is received. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.